Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked display window and cracked case near display window corners noted during visual inspection. No button response and button error alarm due to corroded keypad traces. Moisture damage was noted on lcd board. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 253 mg/dl at the time of incident. The customer stated that they treated the blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.